Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms was noted. The drive support disk was inspected and no damage or anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Event description:
It was reported via phone call by customer's nurse that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis. The customer's blood glucose was over 500mg/dl when admitted to hospital. The customer noticed her cannula was kinked, but wanted to make sure her pump was working fine. The customer's current blood glucose was 131mg/dl. Customer stated they are unsure if the drive support cap is protruded. Customer declined to perform the high pressure test. Customer is currently in intensive care unit and nurse is requesting pump to be replaced. The customer was advised the pump will be replaced and revert to back up plan.